Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the mean gradient pressure increased to 7mm hg with clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+ and ruptured chords, flail and prolapse on both leaflets. The patient had a ventricular assist device inserted in a previous procedure, three days prior. The first clip delivery system (cds) was advanced to the mitral valve and grasping was performed. During grasping the clip got caught on chordae. Troubleshooting was performed and the clip was freed with no damage to chordae. However, grasping was difficult with the ntw clip. The physician decided to not use the ntw cds and was removed without issue. Three clips were implanted successfully, reducing mr to 2-3. When the last xt clip was deployed, the mean pressure gradient increased to 7 mmhg. The physician felt comfortable with the results. The patient was stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, a cause for mitral stenosis could not be determined. The reported patient effect of mitral stenosis is listed in the mitraclip system gen 4 instruction for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na.